Event description:
It was reported that the battery charger appeared melted after use (date not reported). There was no allegation of serious injury associated with the issue and replacement equipment was sent to the patient.